Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead helix had retracted resulting in loss of capture. It was noted that the lead was not sensing or pacing. The lead could not be repositioned due to the helix retraction so the lead was explanted and replaced. No patient complications were reported as a result of this event.